Manufacturer narrative:
Correction to h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction h11. Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a false alert for lead impedance out of range. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #707551362:(B)(6) / mon mar 03 2025 08:22:00 gmt-0600 central standard time analysis summary for pe#: 0707551362-10 analysis transaction ID#: 819582234 model#: w1dr01 serial/lot#: (B)(6) data recorded by the device relating to its clinical performance was assessed. That data contain information explicitly related to the complaint. The data indicate there was likely a device performance issue. It is likely the device contributed to the reported complaint. The specific analysis finding is listed below in the analysis information section. Product disposition: the product was not returned. Analysis information -- 2025-03-03 08:21:57 cst pli# 10 product ID# w1dr01 the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a false alert for lead impedance out of range. Continuation of d10: product ID 5076-52 lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited false atrial lead impedance alerts. It was also noted that the right ventricular (rv) lead exhibited high threshold values. The ipg system remains in use. No patient complications have been reported as a result of this event.